Event description:
It was reported by the clinician that the procedure was being performed on a female patient. They were declotting a completely occluded right upper arm graft. While making the fourth pass, one of the basket wires detached from the basket, but was removed intact. They attempted to finish the procedure by using an angioplasty balloon, but were unsuccessful. As a result, a permacath was used. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.